Event description:
It was reported that a patient underwent a total knee arthroplasty procedure on (B)(6) 2026 and absorbable hemostat was used. During surgery, the product was used to stop the bleeding in both legs. The product was sprayed, and any excess was washed after compression after implant placement. Symptoms similar to pulmonary embolism occurred two days after the surgery. (Since pulmonary embolism occurred too early on the second day, the doctor explained that the symptoms were similar to those of pulmonary embolism.) The doctor said that it is unknown the powder is the cause, but since the recent change was the use of powder, the doctor feels that it is possibility that the powder is the cause. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the information that "the patient had symptoms of pulmonary embolism and underwent anticoagulation therapy" is incorrect. The patient died suddenly on the second day, and the doctor couldn't make a diagnosis. Pulmonary embolism symptoms were not fully observed, and the doctor suspects that pulmonary embolism may have been the cause of the sudden death. It is unclear whether CT scans or other examinations were performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. What is the date of death? 2. What were the diagnosis and indication for the index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. Did the patient have any studies to document a dvt or pulmonary embolism 5. Was there any intraoperative concurrent use of other products? 6. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 7. Where was the surgicel used (on what tissue)? 8. Was the product placed in the knee in or around any open vein or blood vessel or artery where surgicel powder was applied? 9. How much surgicel was used during the procedure? 10. Was the surgicel product left in place? Was the excess irrigated and removed? 11. Were cultures or sensitivities performed? If yes, what were the results? 12. Has any surgical or medical intervention been performed? 13. What is physician¿s opinion as to the cause of this event? 14. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative events? 15. What is the users experience w/ surgicel powder and other hemostatic agents? 16. Would the surgeon like to speak with ethicon medical safety and engineering via scheduled conference call regarding the product involved in these events? A manufacturing record evaluation was performed for the finished device lot number and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4)additional information: d 2. Date of death.additional information was requested, and the following was obtained: 1. What is the date of death?(B)(6).2. What were the diagnosis and indication for the index surgical procedure? Bilateral total knee arthroplasty (tka) was performed; specific diagnosis/indication not provided (likely degenerative knee disease, but not documented).3. Did the patient have any studies to document a dvt or pulmonary embolism ,no diagnostic studies such as CT or ultrasound were confirmed; pulmonary embolism was not formally diagnosed.4. Was there any intraoperative concurrent use of other products? Bone cement was used for implant fixation; electrocautery and gauze packing were also used.5. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Used for hemostasis after bone cutting, applied to control bleeding (not purely prophylactic).6. Where was the surgicel used (on what tissue)? Applied to the bone cut surfaces and surrounding surgical field in the knee joint.7. Was the product placed in the knee in or around any open vein or blood vessel or artery where surgicel powder was applied? Not specifically documented; applied broadly to the surgical field including bone surfaces after hemostasis.8. Was the surgicel product left in place? Was the excess irrigated and removed? The powder was irrigated and removed before implant placement.9. Were cultures or sensitivities performed? If yes, what were the results? No cultures or sensitivities were performed.10. Has any surgical or medical intervention been performed? No additional intervention was performed; the patient died suddenly postoperatively.11. What is physician¿s opinion as to the cause of this event? The physician suspects pulmonary embolism as the most likely cause of sudden death, although not confirmed.12. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative events? No confirmed product deficiency; physician stated causality is unclear and surgicel involvement cannot be completely ruled out but is not strongly suspected.the following information was requested, but unavailable:13. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Not provided.14. How much surgicel was used during the procedure? Not specified.15. What is the users experience w/ surgicel powder and other hemostatic agents? Not specifically documented.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.